Event description:
A customer questioned an elevated troponin (accu tni) result obtained for one patient.the original sample was re-tested and repeated result was within the risk stratification range.the specimen was tested at neighboring facility and a "positive" result was generated.the results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was heparinized plasma that was centrifuged at 4,000 rpm for 10 minutes.system checks performed before and after the event met specifications.qc was performed prior to and after the event and all results were within the customer's established ranges.a field service engineer (fse) was dispatched: a) the fse replaced parts. B) the fse performed a diagnostic and the carryover testing; all results were within specifications.although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.